Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor stopped sending glucose readings to the ilet after sensor insertion, and the user had no device alarms; during support, the user toggled the cgm settings and re-entered the pairing code, and a mismatched pairing code was noted, consistent with an incorrect pairing procedure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect pairing procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.